Event description:
Event description guidant received information that during a normal follow-up the physician was unable to interrogate this implantable cardioverter defibrillator (ICD). The physician noted that the device's vt-1 zone has been programmed to monitor only mode since november of 2001 and suspects that this resulted in premature battery depletion. The device was subsequently explanted and replaced with another guidant ICD. The device was returned to guidant for analysis.